Manufacturer narrative:
One (1) certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified no damage to screw threads. Discoloration has been identified possibly due to usage. Measurements match drawing.cal3845 (due: (B)(6) 2022). Functional testing to recreate the reported event identified the device threads into in-house implant with no issues. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 8 (universal) and was used for approximately 1 year and 9 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section precautions, it is stated that improper technique could cause screw loosening. And improper technique can lead to device failure. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review: a complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: loosening, cosmetic discoloration post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported events (loosening, cosmetic discoloration) or product (iunihg). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device manufacturing date is unknown.

Event description:
It was reported that the abutment screw has become loose. The doctor also believes the coloring of the gold screw was off. Tooth #8.